Manufacturer narrative:
Device has been received for evaluation. Investigation is on-going. Once completed, a follow-up report will be submitted.

Event description:
Tip fell off in the joint. It was retrieved which delayed the surgery 20 minutes. Doctor continued surgery with another product.